Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the cervical probe was twisted, likely due to use on a patient with hard bone. The operation was completed using a different instrument. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
H3: the hardware was returned and analysis was performed. As reported, the tip of the returned probe was slightly bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.